Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d10, h3, h4, h6, h11. Corrected fields: e1, customer first name, last name, facility name, facility address, phone number, g2, additional report source the device was returned to olympus for inspection and the reported failure was confirmed. In addition, cable flooding, image capture flooding, image flickering, electrical contact and scope mount corrosion was found. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the autoclavable camera head cord part cracked. The issue occurred during the end of a therapeutic laparoscopic cholecystectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the camera head had a cord part that was cracked. There were no reports of patient harm.